Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 09-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced ten different incidents, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2018-00270 for the first patient. It was reported that the flex connector came away from the suction catheter during the suctioning process. The suction catheter was replaced immediately for a new one and there was no impact to the patient. No further information provided.

Manufacturer narrative:
Halyard health received one used suction catheter and one used flex connector. No product packaging was received. The sample was received in generally clean condition. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swiveled with no resistance felt during rotation. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swiveled with slight resistance felt during rotation. The mold identification on the manifold is ¿d¿. The mold identification on the 15mm end of the flex connector is ¿k2¿. The closed suction catheter was not returned with the mating component used by the customer. The 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange is 5mm. The flex connector was rotated. The dse male insert rotated intermittently with the flex connector. The root cause is attributed to a manufacturing related issue. All information reasonably known as of 03-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).